Manufacturer narrative:
(B)(4).

Event description:
The complaint was confirmed; review of returned still images show that the device within the packaging did not match the label on the box. The hospital confirms that end seals were open prior to use. Further investigation activities conclude that reported product size mismatch did not occur during manufacturing. The root cause of the event could not be conclusively determined; however was determined to not be manufacturing related.

Event description:
A valiant stent graft system was selected for used in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately three weeks ago. It was reported that when a valiant 3636100 was opened for use the device found unsuitable for the case as it appeared to be the incorrect size. It was noted after that after the product was rechecked it was a valiant 3228150. The box label stated the product was a valiant 3636100 and the product was a valiant 3228150. It was also noted that the box had already been opened when it was taken off the shelf. The device was not used in the patient and the case was completed with another valiant 3838100. Please note that this model number tc3228c150x is not approved in the united states; however, it is similar to the vamf3232c150te which is approved in the united states.

Manufacturer narrative:
Results: (root cause unknown). Conclusion: (root cause unknown).